Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a seizure and lost consciousness on june 11 while staying in florida. The patient visited a hospital but noted that the doctor did not have the necessary clinical equipment to read their implant. The patient inquired whether their implant would have recorded the seizure activity. Patient services reviewed information about brainsense technology. During the call, patient services assisted the patient in navigating the dbs therapy app but found that the events feature was not available. The patient was redirected to their hcp for further support.